Event description:
The customer's husband called to report that the customer was hospitalized for high blood glucose and the reading was 1300 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.